Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an ophthalmic procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was broken at the knot. There were no adverse consequences to the patient. No further information is available.